Manufacturer narrative:
(B)(6).

Event description:
It was reported that the accuracy of the cadd® cadd® medication cassette reservoir and pump combination is more than +6%. The 100 ml cassettes were filled with solution of injection water and veletri medication. Cassettes are empty at the end of therapy. There was no patient injury associated with this occurrence. No medical intervention was required.

Manufacturer narrative:
Device evaluation: the returned device was given functional and delivery testing. The returned device was given delivery accuracy testing and was found to deliver within system specifications. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled.